Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a blood glucose of 290 mg/dl and no reported symptoms; the user was not concerned about the infusion site and was advised to follow up in one hour, with troubleshooting and education completed. Symptoms included no clinical manifestations reported. Outcomes included no functional limitations or required medical interventions. Investigation included customer support troubleshooting and education to address the elevated glucose. Investigation of this case revealed no device malfunction reported or observed and no component issue identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.